Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's lactate dehydrogenase (ldh) was increasing. The pt was admitted and placed on a heparin gtt. No power spikes noted or alarms. The pt had chronic respiratory issues. Bedside echocardiogram (echo) revealed no change in left ventricular diameter when increased speed from 9400 to 11000 rpm's. The pt had eosinophilia and bone marrow biopsy was completed. The hospital made the decision to exchange the pump.

Manufacturer narrative:
The user facility report # (B)(4) was rec'd from the (B)(6) registry. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.